Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis(ipp) due to inflation issues, an aneurysm in the left cylinder and destruction of the homolateral canvernosa. A spectra penile prosthesis(spp) was implanted.